Manufacturer narrative:
(B)(4). G2: UK. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient became symptomatic, absent trauma, he developed pain in his left knee approximately four years and three months post implantation. An x-ray one month later demonstrated loosening of the tibial component. The patient was advised to undergo revision knee replacement surgery. He was listed for revision. Whilst on waiting list he developed a peri-prosthetic fracture around the tibial plateau about four months after the loosening was diagnosed. He then underwent emergency revision surgery two days later.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.